Event description:
The first use of the balloon was for dilatation of a stenosis of the left pulmonary artery with no problems experienced. Upon removal, the balloon was rinsed, emptied and refolded. Difficult inflation and deflation was experienced upon second use of balloon for ventilation of right pulmonary artery. Several attempts at deflation were unsuccessful. The balloon was inflated to 20 atm's in an effort to burst the balloon, but the balloon did not rupture. The balloon was withdrawn into the right atrium and was subsequently ruptured at 14 atm's. The device was then removed.